Event description:
It was reported the customer had an infusion set leak. The customer also reported experiencing high blood glucose during the night. The customer's blood glucose was 422 mg/dl. The customer felt sick from their high blood glucose. The customer also stated they had an infusion set leak at the site. Customer reported moisture underneath their adhesive. The customer was unable to change out their infusion set at the time of the call. It was also later reported the customer experienced high blood glucose despite changing their infusion set. Customer's blood glucose rose to 506 mg/dl. Customer treated their blood glucose with the insulin pump. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.